Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the aortic neck had dilated and the stent graft migrated. Currently there is a small type I endoleak present and the physician had requested a talent aortic cuff, under talent aortic cuff trial (ide-g020050) to be used for treatment of the pt. It was reported another manufacturer's device is available for use; therefore, the talent cuff was not an option for use. No additional information was received and it was reported that the patient will be closely monitored.